Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). The complaint device or data have not been received for evaluation. The customer complaint cannot be confirmed. A root cause could not be determined. Additionally it should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report having an extreme low on (B)(6) 2015. Patient reported no audio output was heard from receiver at the time of the event. Patient reported low alert setting was set at 80mg/dl. The patient was asleep when his wife woke him up with the continuous glucose monitor (cgm) system in her hand. Patient reported that the cgm reading for blood glucose (bg) was 42 and his finger stick (fs) values was 46. Patient's wife gave him some honey, then the patient got up and drank a glass of orange juice. Additionally, at the time of contact, patient reported that he was ok. No additional event or patient information is available.